Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was reading inaccurately high. The (B)(4) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient claimed that the alleged issue began at the beginning of (B)(6) 2012. On (B)(6) 2012, she stated she tested on the subject meter and a reported blood glucose results of "120 mg/dl" with the subject meter and "34 mg/dl" at the lab performed within 10-30 minutes. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient advised the (B)(4) that she manages her diabetes with humulin r u-500 insulin through her insulin pump and continued with her sliding scale dose based on the meter results. The patient claimed she has been having long term symptoms of "blurred, dark vision and noticing small particles in the urine" but mentioned she had the symptoms prior to comparing the subject meter with the other device and continues to have these symptoms while now using a different meter (true 2 go brand). The patient reported that she is bed bound and the nurse came to her house to collect a sample for the lab. She stated she received a phone call from the lab 20 minutes later and was advised by the nurse to have some glucose pills, which she did immediately after getting off the phone. The patient reported that despite the low result, her symptoms were the same and she feels the same regardless of whether her blood glucose is high or low. At the time of troubleshooting, the cca noted the patient's process for testing was correct, the subject meter's unit of measure was correct, and the results obtained were from the same approved sample site and the subject test strips were unexpired and stored correctly. A quality control solution test was not performed since the patient did not have the solution available. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly was instructed by a health care professional (hcp) to treat herself for severe hypoglycemia (<40mg/dl on the lab device) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.